Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons break off inside of me- vagina [foreign body in reproductive tract] tampons break off inside of me [device breakage] case narrative: consumer reported via email that 3 tampons broke inside of her and she spent an excess amount of time removing. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons break off inside of me- vagina [foreign body in reproductive tract]. Tampons break off inside of me [device breakage]. Case narrative: consumer reported via email that 3 tampons broke inside of her and she spent an excess amount of time removing. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampons break off inside of me- vagina [foreign body in reproductive tract]. Tampons break off inside of me [device breakage]. Case narrative: consumer reported via email that 3 tampons broke inside of her and she spent an excess amount of time removing. No serious injury was reported.